Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used in order to download the data. The download data showed that an 0x5f alarm had been generated by the pod during second prime, indicating open ground at the hook switch. This alarm prevented the pod from completing activation and deploying as intended. Timeouts were observed at the end of the data. Based on the data, it could not be determined if a drive stall occurred. Inspection of the internal components found the ratchet retainer pins to be loose on opening of the pod. The pod was rerun twice. Both times, the pod was hooked up to an external power supply, as the battery voltages were lower than expected. In the first rerun, no manipulation occurred and the retainer pins were left loose. This rerun resulted in a drive stall. In the second rerun, the retainer pins were reinstalled and the pod was rerun. No issues were noted during this rerun. Inspection of the hook switch and hook post spring found no issues that would result in an open ground. No debris or defects were observed on the pcb assembly and the shelf mode current was measured to be within specification. It could not be determined if the incorrectly installed ratchet retainer pins or the lower battery voltages contributed to the alarm. The exact cause of the 0x5f alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.